Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed no evidence of a load step malfunction. The prime history showed no unusual prime amounts. During testing, the pump powered on appropriately. The pump was loaded and primed correctly and no load step failure occurred. The force sensor calibration was found to be within specifications. The pump was opened and no defect was found to the force sensor circuit.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter indicated that the prime history showed multiple short prime steps in the history; the reporter confirmed no manual priming of tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.